Manufacturer narrative:
Analysis of the lead cap found no anomaly. The lead cap was able to be secured to a test lead with no issues seen.

Event description:
Additional information received reported the healthcare professional engaged the lead cap, but the lead cap would not engage. The manufacturing representative stated that despite being secured, the lead cap would not connected ¿and fell.¿ the lead cap was not implanted. There was no patient death or injury and the patient had recovered without sequela.

Event description:
It was reported that the lead end cap would not lock on the lead despite correct deployment. No action was required, the device was not implanted and was replaced. The issue was resolved and the cause was not determined. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_leadcap_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.